Manufacturer narrative:
Date of event is not detailed as this event was reported by a third party repair tech. MFR date: date not available. The device/components were not requested to return for possible failure analysis evaluation.

Event description:
The customer reported having issues with the max and min map alarms. He said the max alarm will not start alarm seems to be 1cm off as well as the min alarm. Customer later stated the map panel meter was replaced and now the unit is alarming and functioning fine. Patient involvement is unknown.